Event description:
As reported by our affiliates in the united kingdom, during preparation of a 26mm sapien 3 ultra valve, poor leaflet coaptation was observed during rinsing. The leaflet was partially stuck, and it was not possible to free it. It was decided to exchange the valve for a new valve, which was successfully implanted in the aortic position. The patient was discharged. As per valve inspection, leaflet creases were identified on the valve.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a product investigation. The following sections of this report have been updated: b4, g3, g6, h2, and h6. The complaint for leaflet creases was confirmed per evaluation the returned device. A review of the DHR, and lot history, did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of the IFU/training materials revealed no deficiencies. A review of edwards lifesciences risk management documentation was performed for this case. Per the risk assessment a product nonconformance was identified, however current risk mitigations include design and manufacturing controls, IFU warnings and cautions, and physician training on how to prepare system components. The device was returned for evaluation. Per evaluation of the returned device, leaflet cp2 was in opened position, whereas leaflets cp1 and cp3 were in closed position. Functional testing demonstrated the valve opened and closed properly under the nominal stimulated patient test condition. In this case, available information suggests that manufacturing issue may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. A pra was previously initiated to investigate the causes and assess the risks associate with creases on the leaflets. The risks outlined remain the same therefore no new pra is required. A CAPA has been initiated to capture further investigation and corrective/preventative action activities associated with creases appearance on the leaflets.